Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer reference number: 1627487-2020-32889.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32889. It was reported the patient experienced tightness and pain in the neck. Troubleshooting was performed to no avail. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue.